Manufacturer narrative:
The complainant stated that, "dr. Used a mallet to position the handle and manipulate the retained hardware in the patient." And that, "t handle was being used to manipulate old hardware that was installed in the patient 23 years ago". It was also reported that the t-handle was not connected to another one of the manufacturer's instruments. The complainant stated that the handle was being used with an instrument from an alternate manufacturer. The complainant also stated that there were "no complications or delays from this instrument failing in surgery, as it wasn't being used as intended." A visual assessment of the returned t-handle showed an instrument that was severely damaged and in two pieces. The t-handle also showed signs of being struck repeatedly. The circular channel at the proximal end of the handle was no longer circular, but more of an ellipse shape. Additionally, the rubber grip was damaged to the extent that the internal, metallic component that affixes the rubber grip to the central cylinder had been sheared from the welds that attach it to the central cylinder of the t-handle. A review of the DHR for lot 15323 showed that the t-handle met specifications prior to being released to distributable inventory. This lot has been available for distribution since 04/08/2016. The root cause of this complaint is that the surgeon did not use the t-handle as intended. The proximal end of the t-handle is intended to be gripped by hand and not to be used as a striking surface. There have been no other complaints of similar nature in the past twelve months. The manufacturer will continue to monitor the field for t-handles that are reported to have broken during surgery and will perform/facilitate complaint investigations as appropriate.

Event description:
The manufacturer was made aware of a product complaint on 03/24/2025. It was reported that a t-handle was broken during surgery and requested to be replaced. There were no reported patient complications or delays in procedure associated with this complaint. A return authorization was issued for the return of the complaint instrument, which was received at the manufacturer for assessment on 03/25/2025.